Event description:
Kimberly-clark received a report stating, "products do not have the final sealing, not sterile."kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. Two photos of device were submitted with the complaint and show the seal to be opened along its entire length on one end of the pouch. The root cause of this event is under investigation, and a follow up report will be submitted if additional relevant information is determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. (B)(4): device not returned to kimberly-clark by customer.